Manufacturer narrative:
It was reported that a patient underwent a redo pulmonary vein isolation (pvi) and cavo tricuspid isthmus (cti) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and suffered coronary artery stenosis and thrombosis requiring surgical intervention. Product evaluation details: the product evaluation has been completed. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. The force sensor was tested and it was working properly; the force values were observed within specifications. Then, an electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. An irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The IFU states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The physician stated that the adverse event was caused by a combination of thrombus and coronary spasm due to ablation, he considered the rca likely ran abnormally close to the cti and may have contributed to thrombus formation in coronary artery during the ablation. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
On (B)(6)2018, additional information about the event and the patient were received. It was reported the patient was a male and he required extended hospitalization post percutaneous coronary intervention (pci) for monitoring purposes. Patient¿s outcome is fully recovered. Patient¿s anatomy was cited as a factor that might have contributed to the adverse event. The physician stated that the adverse event was caused by a combination of thrombus and coronary spasm due to ablation, the physician considered the right coronary artery (rca) likely ran abnormally close to the cavo tricuspid isthmus (cti) and may have contributed to thrombus formation in coronary artery during the ablation. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability that were used with the visitag module were 2mm, 5s, 30% at 5g. The color option used prospectively was tag index. The patient's diagnosis pre ¿ procedure was paroxysmal atrial fribrilation (paf) and typical right atrial flutter. On (B)(6)2019, the bwi product analysis lab received the device for evaluation. Initial visual inspection revealed no physical damage. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 30048548m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent a redo pulmonary vein isolation (pvi) and cavo tricuspid isthmus (cti) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and suffered coronary artery stenosis and thrombosis requiring surgical intervention. During the procedure, cti ablation was carried out in the right atrium first. During ablation near the inferior vena cava (ivc) end of the line, the patient started to experience chest pain. St elevation was noted in the inferior leads. Remainder of the procedure was aborted. An emergency coronary angiogram was performed which showed a right coronary artery blockage at the point just proximally to the posterior descending artery. Emergency percutaneous coronary intervention was performed to place three stents in the right coronary artery (rca). The patient was then transferred to the coronary care unit. There¿s no information regarding extended hospitalization or patient¿s outcome. The physician stated that the adverse event was caused by a combination of thrombus and coronary spasm due to ablation. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.